Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported via a user facility medwatch report, that during a procedure in a 99% stenosed subclavian innominate system, the physician spent 30-60 minutes attempting to cross the lesion with multiple unspecified guide wires, without success. The hi-torque balance middleweight (bmw) universal guide wire was able to cross the lesion and was parked in the inferior vena cava region. An attempt was made to advance a 5-fr dilator, 6-fr dilator and two non-abbott sheaths over the bmw guide wire with no success. During the attempts, the bmw guide wire broke in half. The groin was dissected and the remainder of the guide wire within the innominate venous system was removed successfully. There was no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4).